Event description:
The precision stem was revised due to loosening. The femoral head was also revised.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.